Event description:
It was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a manual injection to address their bg.